Manufacturer narrative:
Per the instructions for use (IFU), hemolysis is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Red cells may break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or they may be destroyed due to defects in the cells themselves. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Anemia can develop during the thv procedure without obvious injury, and/or can be present in the post-procedure period without an obvious source of bleeding. Many of these patients have pre-procedural borderline anemia that is exacerbated by fluid administration during the procedure. Some bleeding is expected during the thv procedure, due to a need for multiple vascular access sites and multiple devices exchanges throughout the procedure. It is not uncommon for thv patients to routinely receive blood transfusion to aid in recovery from procedural stresses, such as rapid pacing, general anesthesia, arterial/venous cannulation, etc. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the hemolytic anemia is unknown but may be related to the mechanisms above . A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences japanese affiliate, when attendance at the procedure, following information has been obtained from the doctor. There was a patient who had chronic kidney disease requiring dialysis and underwent a transcatheter aortic valve replacement (tavr) during the period of the japan transcatheter valve therapies (jtvt) 2024 conference. After the tavr, hemolytic anemia developed, and the patient has been given blood transfusion periodically. Per obtained information, the reporter (ew clinical specialist) assumed that the case above was about one of the patients who underwent a tavr during the period of the japan transcatheter valve therapies (jtvt) 2024 conference. Per reporter's comment, additional information of this case could not be obtained from the hospital.